Event description:
The surgeon performed a sacroiliac joint fusion on (B)(6) 2012, utilizing three (one 7 x 50 and two 7 x 35 mm) ifuse implants. The patient had a significant, but not complete relief of his buttock and posterior leg pain after the operation. The patient had no new pain complaints in the lower extremities and no new neurologic deficits. Over the next several months the patient's buttock and posterior thigh pain increased steadily until the pain was "as ad as it was before the sacroiliac joint fusion." A CT scan was performed in (B)(6) 2012. The CT scan showed that the caudal two implants were short and a bit dorsal in position. The two implants crossed the si joint, but did not engage and seat into the sacrum. On (B)(6) 2012, the surgeon performed a revision surgery to place two additional implants (one 7x45 mm and one 4x35 mm) ventral to the caudal two of the three implants that he had previously placed. The patient feels less pain after the revision surgery compared to before the surgery. The patient has no new neurologic complaints and no new pain complaints. More than likely the recurrent si joint pain after the index operation is most likely related to the fact that the distal two implants are short (not engaging fully into the sacrum) and placed in a somewhat dorsal position. The patient is also known to have osteoporosis which may have contributed to suboptimal stability.

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual and fmea, the root cause is malposition of the implants.